Manufacturer narrative:
During the onsite investigation, the service tech replaced the contact strip and connecting cable at bed cushion. Root cause was identified as a faulty patient bed contact strip/connecting cable. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports the bed does not move. No patient harm reported and no further information was provided.